Event description:
Product analysis was completed on the generator. Proper functionality of the pulse generator in its ability to provide the appropriate programmed output currents was verified. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator. No other relevant information has been received to date.

Event description:
Clinic notes were received that indicate the patient's headaches remained well controlled with medication and that the patient continued to describe the headaches as "left sided pounding pressure." The patient described the pain as associated with nausea, dizziness and vision changes with their last headache occurring on (B)(6) 2019. Patient was referred for generator replacement and reported occasional vision changes as "vision goes black" lasting a few seconds and then returning to normal. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
The patient's generator was replaced. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was referred for vns generator replacement. Clinic notes indicated that the patient experienced headaches, which the patient's mother attributed to the vns generator battery getting lower. The generator reportedly had 25-50% battery capacity remaining. Clinic notes indicated that the patient's headaches were associated with nausea, dizziness, and vision changes. The physician attempted to treat the patient's headaches with medication. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date. No known relevant surgical intervention has occurred to date.